Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what color reloads were used on mesoappendix and appendix?- white. Does the surgeon routinely wait 15 seconds prior to firing?- yes. Were there any malformed staples noted during initial procedure or re-operation? No. Were any unusual noises heard during firing? No. Was the force to close or fire higher or lower than expected? None reported. Was the site of the bleeding identified? Only visible evidence of a bleed was coagulated blood on staple line. Was the cauterizing during initial procedure on the mesoappendix or appendix? Mesoappendix. Why was the cauterizing required? Small bleeding along staple line after initial firing on meso. Surgeon states that if he has bleeding, he¿ll always spot cauterize. Did the patient have any pre-existing coagulation disorders? None reported. Was the patient on blood thinners? None reported. What was age of patient? Mid-30's. What is the current patient status? Home and recovering.

Event description:
It was reported that two days post-op lap appendectomy, the patient had to be readmitted due to a bleeding staple line. Patient needed two units of blood, the staple line had clots on it. When the staple line had been closed initially the bleeders had been cauterized. Patient had a belly full of blood, all of that coagulated blood was drained.